Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results on (B)(6) 2019 within 15 minutes: 109 mg/dl, 268 mg/dl, and 119 mg/dl. It was also reported the patient received the following results on (B)(6) 2019 within 15 minutes: 89 mg/dl and 224 mg/dl. The customer was using two vials of test strips. It is unknown which strips provided which results.